Manufacturer narrative:
Investigation summary: bd received one (1) photo for investigation. The analysis of the customer photo shows foreign material within the tube. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: foreign matter. This complaint has not been confirmed for the indicated failure mode: bowed molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿, one (1) tube was deformed and also displayed foreign matter. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E1: initial reporter facility name: the first affiliated hospital of sun yat-sen university there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿, one (1) tube was deformed and also displayed foreign matter. No adverse impact was reported regarding the patient or user.